Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.